Event description:
Physician reported via regulatory agency left side suspected diagnosis of bia-alcl and late seroma. The device was explanted and replaced. Biomarkers were not provided.

Manufacturer narrative:
(B)(4). Date of alcl suspected diagnosis: (B)(6) 2021 : pathological markers confirming alcl have not been received. Physician contact: physician (B)(6). No other information provided. Regulatory agency contact: (B)(6). The event of seroma-late and lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl-suspected.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.6, b.3, b.5, b.6, b.7, d.6a, h.6, h.7, h.9 physician: (B)(6).

Event description:
Physician reported via regulatory agency left side suspected diagnosis of bia-alcl, late seroma, "foreign body reaction to...(prosthesis material)," and capsular contracture, baker grade unknown. The device was explanted and replaced. Biomarkers cd30+, alk- provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d.4, h.4, h.6. Implanting physician: (B)(6). Address: (B)(6). E-mail: (B)(6).

Event description:
Physician reported via regulatory agency left side suspected diagnosis of bia-alcl and late seroma. The device was explanted and replaced. Biomarkers were not provided.